Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has yet to be returned to the MFR to date.

Event description:
It was reported that a pta balloon ruptured during the third inflation while being used to treat a stenosis in an upper arm av graft. Upon removal, the pta balloon dilatation catheter would not retract through the introducer sheath and both were removed simultaneously from the pt. No pt injury.